Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 architect total bhcg assay that has similar product distributed in the us, list number 6c21 architect total bhcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample generated a potential false positive total bhcg result of 113 miu/ml. A repeat test using the same specimen yielded a negative result of <1.2 miu/ml. Another sample from this patient was tested using an alternate method producing a negative result. No adverse outcomes were reported related to this issue.